Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure that the right ventricular (rv) lead exhibited unstable thresholds and loss of capture. The rv lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.